Manufacturer narrative:
Approximate age of device ¿ 1 year and 5 months. The pump was not returned for evaluation as it was retained by the hospital staff. A direct correlation between the device and the reported infection could not be determined through this evaluation. The instructions for use lists driveline infection as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, the patient was found to have a localized pseudomonas driveline infection. Pump parameters remained unchanged and it was reported there were no other issues with the lvad. The patient was moved up on the transplant list and subsequently received a heart transplant on (B)(6) 2016.